Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the pump shut down by itself and does not display any error or alert. No adverse event reported. Requested return of the alleged device and replacement was sent.